Event description:
It was reported that login was prompted during a sensor session. Photo was provided for investigation. The allegation and probable cause were undetermined via photographic inspection. Data was evaluated and the allegation was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).